Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a was being used during a hysterectomy on (B)(6) 2020 when the device was reported as "while removing vcare from patient, green cup detached and stayed in patient. There was no harm to patient." Further assessment information requested found that the components were retrieved from the patient. There was no report of delay in the procedure and the procedure was completed as planned. There was no report of injury, medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional information: since the filing of the initial MDR we have received a medwatch report from the reporting facility: a2, a3, a4 - updated with patient demographics per medwatch received. G2 - updated with medwatch number per medwatch received. Manufacturer narrative: received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, the device was received disassembled. There is adhesive present where the uterine balloon attaches. There is evidence of fluid inside of the pilot balloon and uterine balloon. Performed a functional inspection, the green cervical cup measured within spec at .208". The blue vaginal cone measure out of spec on the high end at .200" the manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 71 complaints, regarding 80 devices, for this device family and failure mode. During this same time frame 471,008 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: ·re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. ·unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. ·a. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. B. Fully retract the vaginal cup to the handle. ·carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward "cervical" cup; the back or vaginal cup; the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.